Event description:
While servicing the device, the philips authorized service personnel (asp) discovered the j22 port on the processor pca was broken. There was no reported patient or user involvement and no adverse patient/user impact.